Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was severely tortuous iliac artery. It was reported that the stent graft was successfully deployed however upon removal of the delivery catheter the bullet got caught in the last stent ring of the stent graft. The physician was able to manipulate the device to remove it from the pt. By inflating a balloon, twisting and pushing a few times and the device was able to be pulled back into the delivery catheter and removed from the pt. No intervention was required and the pt was fine.

Manufacturer narrative:
Evaluation codes, result: (device not returned for evaluation), (tapered tip/delivery catheter), and (severely tortuous iliac artery). Evaluation codes, conclusion: (delivery catheter) and ( severely tortuous iliac artery).